Manufacturer narrative:
Evaluation of the left ventricular assist system (lvas) confirmed the presence of thrombus. Furthermore, a correlation between the device and the reported patient history of chronic kidney disease, stroke, and cardiac arrhythmia could not be conclusively determined through this evaluation. The outflow graft clot could not be confirmed through this evaluation. The pump was returned assembled with the driveline cut approximately 1 inches from the pump housing and the distal portion was not returned. The sealed inflow conduit and sealed outflow graft conduit were returned detached from their respective pump ports. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a tissue-like thrombus on the proximal side of the outlet stator. The tissue lacked laminated layering which indicated that it did not initially form in the outlet stator. Contact marks were observed on the tapered outlet section of the rotor and outlet bearing cup, suggesting that it was present while the device was supporting the patient. Although a specific cause for the development of the thrombus and the duration of its presence within the pump could not be conclusively determined, it could have contributed to the report of elevated lactate dehydrogenase (ldh). Additionally, the thrombus appeared to obstruct the flow of blood, thus potentially contributing to the low flow events captured in the log file. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 106 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that continuous low flow alarms were occurring. The patient was given total of 8 liters of fluid with no resolution of the low flow alarms. A right heart catheterization was performed and results revealed an increased biventricular filling pressures. Low flow persisted, and echocardiogram revealed reduced left ventricular decompression, and the aortic valve was opening with every heartbeat. The patient was placed on a heparin infusion and the lactate dehydrogenase (ldh) trended down from 500 u/l to 259 u/l.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s lactate dehydrogenase (ldh) remained elevated, though 1000. Echocardiogram ramp study/ right hypochondrium (rhc) revealed no significant change in flow with increasing revolutions per minute (rpm). The patient was started on integrellin for short period. Concluded decreased flow secondary to some partial mechanical obstruction in inflow or outflow. On admission, flows continued to be low. Ramp study was suspicious for vad thrombus versus increased afterload. The patient¿s mean arterial pressures were in the 80''s. During the attempt to reduce the patient¿s map, it was found that the patient had an underlying rhythm of atrial fibrillation. The patient was discharged home as ramp echocardiogram had been negative however was readmitted for persistent low flow alarms. Workup revealed potential outflow obstruction and a serpiginous outflow graft that may have been contributing to flow problems. The patient underwent a pump exchange on (B)(6) 2017. Review of the 3d CT imaging of their device showed a bend slightly before the aortic anastomosis. Upon explant of his original device, clot was found in the outflow graft as well as the inflow cannula.